Event description:
It was reported that the ventricular lead had "degloved" with complete circumferential insulation break. The patient presented with sick sinus syndrome and was not pacemaker dependednt.

Manufacturer narrative:
No medwatch form was received.